Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
Patient was implanted with an invance sling. On (B)(6) 2011, another device was used to treat urinary incontinence was implanted. Additional information received from the physician indicated the patient had an incontinence level that was worse than baseline following the invance procedure.